Event description:
A report was received that a pt had an infection at the pocket incision site. The pt's symptoms were pain and warmth to the touch. The physician cleaned out the pocket site and prescribed the pt oral antibiotics. The pt is reportedly doing well following the procedure.